Event description:
Defect was crossed and balloon sized to 10mm by fluoro and 9mm by echo. A 28mm occluder was loaded and deployed in usual fashion. Due to asa, the occluder was closely examined for proper positioning prior to release. After release, the occluder migrated to the la and then the lv. The occluder was snared and brought to the level of the iliac artery. A surgical cut down was utilized to remove the occluder. The patient was discharged the next day and will return to have the defect closed within the next 2 months.

Manufacturer narrative:
The device was not returned for evaluation, nor was any supporting documentation (e.g., films, images from the case) despite multiple requests to the implanting institution. The manufacturing records for the lot from which the implicated device came were evaluated without finding; the product met all specifications and associated requirements. Based on the lack of a device to physically evaluate and the inability to obtain documentary evidence from the device in use during the case, our investigation can go no further. We will close our investigation file at this time.